Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, two cna's were transferring the resident back into bed. The resident was almost all the way over the bed and one of the cna's left the room. The remaining cna went to the other side of the bed (opposite of lift) and pulled the sling to pull the resident onto the bed better, to complete the transfer. The leg of the lift was pinned against the lowered rail on the bed. The lift tipped over and the lift scale hit the resident in the head. The resident was transferred to the local ER for evaluation. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.